Manufacturer narrative:
D10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt, (serial #unknown); sigphandle, sig power sigphandle handle, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open procedure for pancreatectomy with splenectomy, the egia30ctavm egia 30 curved vas med sulu device locked on tissue and could not be removed after firing. The stapler was being fired on a vessel when the issue occurred. The device was used with a signia powered stapler and a short adapter. To resolve the issue, the signia handle was reset while the reload was closed on the vessel. There was no patient injury.